Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
During the procedure, it was reported that the physician experienced friction when advancing the axium coil through the echelon 10 microcatheter. Upon retrieval of the coil, it was found to be prematurely detached.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached contradicting event description. The evaluation could not determine the cause of the event. The axium IFU (instructions for use) includes a warning, "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." (B)(4)